Event description:
It was reported that the gastrointestinal videoscope produced a b30 scope communication error. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: white residue in the air/water channel. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely the fluid invaded scope connector led to the communication error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.